Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device failed touchscreen testing and the keys were out of alignment. The probable cause is due to the device touchscreen was out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen was not working and was out of calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During further testing at the user facility, the device failed touchscreen testing and the keys were out of alignment. No additional info was provided.